Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek ms instrument for the sample involved in this incident. The data log files showed symptoms of a non-optimal tuning of the instrument. The patient sample and customer procedure was also repeated. The customer obtained the organism sample from aloa media. The aloa media is not a validated and approved source media for samples being run on the vitek ms instrument. An internal study was performed to compare the media used by the customer (aloa media) and a validated reference media (cos media). Several strains were tested. The cos reference strains and the aloa strains returned from the customer. No misidentified result was obtained when using the cos media, however, 39% of results are misidentified when using the customer's aloa media. It was determined the customer issue is likely caused by the aloa media used which can sometimes give misidentifications. The customer should not use this media with vitek ms system.

Event description:
The customer reported that listeria isolates are being incorrectly identified. Vitek ms indicates listeria mono 99.9%. Standard biochemical identification indicates it to be listeria innocua. The customer states that all morphological characteristics suggest that these isolates are listeria innocua and not listeria mono. It is further reported that the isolates have been taken from aloa, brilliance listeria agar and tsa. Information from the reporting customer indicates that if they have an identification that is below 60% it will not be released to their customers even if it was a single choice identification. Vitek ms is a mass spectrometer that is used to obtain data about microbial samples. Acquisition station software is an application that controls the vitek ms and operates in conjunction with other software to identify the microorganisms in the samples.